Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information: additional information requested: does the surgeon believe that the ethicon harmonic scalpel device caused or contributed to the patient complication of pancreatic fistula mentioned in the article? If yes, please explain. What medical or surgical intervention was needed (if any) for treatment of the patient's pancreatic fistula? To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during review of journal article, title: laparoscopic uncinatectomy: a more conservative approach to the uncinate process of the pancreas. Author/s: rodrigo cañada surjan, tiago basseres, fabio ferrari makdissi, marcel autran cesar machado, josé celso ardengh. Authors: rodrigo cañada surjan, tiago basseres, fabio ferrari makdissi, marcel autran cesar machado, josé celso ardengh. Citation: abcd arq bras cir dig 2017;30(2):147-149; doi: /10.1590/0102-6720201700020015. The objective of this case report was to detail the laparoscopic uncinatectomy technique and present the initial results. This procedure was applied to an asymptomatic (B)(6) male with biopsy proven low grade neuroendocrine tumor of the pancreatic uncinate process. Parenchymal transection is performed with harmonic scalpel (ethicon). The patient developed a grade a pancreatic fistula. In conclusion, the laparoscopic uncinatectomy is a safe and efficient procedure when performed by surgical teams with large experience in minimally invasive biliopancreatic procedures.

Manufacturer narrative:
(B)(4). Date sent: 1/2/2020. Additional information obtained: the laparoscopic uncinatectomy is a rarely performed procedure, that allows preservation of the integrity of the duodenum, biliary tree and pancreatic duct. It is a much less invasive technique and with many postoperative advantages to the alternative solution, a pancreaticoduodenectomy. The definition of grade a pancreatic fistula, per se, stipulates that no specific treatment to the condition was necessary. This type of fistula are very common in pancreatic surgery, and having a grade a fistula is a good result, specially in this type of surgery. This paper is of most interest to hepato-bilio-pancreatic surgeons, and this audience understand that this is a very good result. This surgery would have a much worse postoperative period if the harmonic scalpel was not used or would be even impossible to be performed. Indeed, it is my instrument of choice and probably will continue to be. I am pretty sure that surgeons do understand that, and recognise that this is not an equipment related complication.

Manufacturer narrative:
(B)(4). Date sent: 1/2/2020. D4: batch#: unk. Additional information was requested and the following was obtained: dear colleagues, as stated in my first e-mail, I do not believe that the fistula was caused by the scalpel, but by the technique itself. It is expected that a fistula will happen. And as I stated in the article, it was a grade a fistula, that never requires any intervention. Yours sincerely, dr. (B)(6). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.